Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have various scratches on the main tube. The scratches measured approximately 0.253¿-0.092¿ in length and are not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraesophageal surgical procedure, synchroseal instrument shaft broke off leaving the pieces inside of the patient. The fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no visible damage was noted on the device. The surgeon believed that there was a weak point causing the material to break apart. The customer did not see any collisions with other instruments. The fragment did not fall due to a collision. The instrument was removed prior to the breakage. There was no damage to the cannula after the event. There was no other damage to the instrument other than the location of the shaft that came off. The fragment was removed by a laparoscopic, atraumatic grasper. All fragments were retrieved and visualized. No additional surgical procedure was required to remove the fragment. There were no postoperative tests, such as an x-ray or ultrasound or performed to check for remaining fragments. The procedure was completed robotically without injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications. The instrument was returned. The fragment was disposed of after the procedure. There are no images of the device or a video recording of the procedure available.